Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by a doctor that a nail gamma 3 is broken. Due to pain patient was revised on the (B)(6).

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 6 months of implantation. According to found damages the fatigue fracture had its origination in the right web at lateral. In this area material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Material deformation (bearing points) of the medial edge of the proximal drill hole was most likely caused by increased axial loading during the implantation period; which is considered as patient behaviour related. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight (see bmi), increased loading or material damage are clearly pointed out in the labelling. A medical review could not be performed due to not provided information. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly patient related (high load, heavy weight, suspected impaired bone healing) most likely contributed by user indicated by material damage. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
It was reported by a doctor that a nail gamma 3 is broken. Due to pain patient was revised on the 12th of july.